Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was advanced for treatment. However, before it was advanced for thrombectomy procedure, an error occurred stating that the wrench indicator light was on and would like it serviced. The procedure was cancelled due to this event. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was advanced for treatment. However, before it was advanced for thrombectomy procedure, an error occurred stating that the wrench indicator light was on and would like it serviced. The procedure was cancelled due to this event. No patient complications were reported.

Manufacturer narrative:
Updated: h6 - device codes. Device evaluated by MFR.: the angiojet drawer assembly was received in san jose cis in good condition with no physical damages observed. Ultra system console and catheter were not returned for analysis. The drawer was installed into ultra system test fixtures and failed 4.7 to 4.12 test steps. The user interface controller showed error (drawer stalled) during the time of testing. The red wrench indicator light appeared momentarily before the drawer stalled therefore defective drawer assembly was confirmed.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was advanced for treatment. However, before it was advanced for thrombectomy procedure, an error occurred stating that the wrench indicator light was on and would like it serviced. The procedure was cancelled due to this event. No patient complications were reported.

Manufacturer narrative:
Updated: h6 - device codes.